Manufacturer narrative:
Patient weight has been requested but is not currently available.part return has been requested, but the part was discarded on-site, so it is no longer available for return and evaluation.

Event description:
A medtronic representative reported that, during a procedure, the malleable suction instrument stopped tracking. The instrument was replaced to allow the procedure to resume. A patient was present when this occurred, but the patient was not impacted. No further details as to the nature of the damage to the suction, or how it occurred are available.

Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read: (B)(6).